Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: smartablate generator (model# m-4900-07, serial# unknown). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cerebrovascular accident. Ablation procedure was completed without complications. Post-procedure, the patient was slow to wake up, exhibited slurred speech, and reported blurred vision. Physician suspected a blood clot, but clot was not confirmed. There were no interventions reported. There is no information regarding extended hospitalization. Patient outcome is improved. Two weeks post-procedure, the blurred vision and slurred speech had resolved, but the patient remained mildly aphasic (verbal expression). Physician¿s opinion regarding the cause of the adverse event is that there may have been an ophthalmic embolism during or after ablation. It was noted that the adverse event may have been caused by the smarttouch sf catheter. There were no issues with temperature or flow, errors, or malfunctions reported on any bwi products or equipment during the procedure. Generator was in power control mode. Generator parameters included: temperature warning at 37 degrees celsius with cut-off at 40 degrees celsius, impedance minimum cut-off at 50 ohms, spike off, and maximum cut-off at 250 ohms. Generator settings included: power at 21-32 watts, temperature at 25.4-29.6 degrees, and impedance at 174-212 ohms. Patient received anticoagulant (heparin 1000 units/1000 ml normal saline and boluses) during the procedure with activated clotting time (act) goal of approximately 250 seconds. Second-to-last act was 219 seconds and a bolus of heparin was administered. Final act was 279 seconds.